Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was able to clear the alarm and resume insulin, with instructions to monitor the situation and report back if the issue recurred.